Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge after 10 or 12 shocks. The clinician obtained another device to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.